Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 6 mg/ml, dose 0.0368 mg/day) and marcaine (concentration 10 mg/ml, dose 0.061 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017 the pump went into safe state, reset occurred due to low battery. It was unknown as to what factors may have led or contributed to the issue. The issue was discovered via pump interrogation and logs being read. The patient was to get the pump replaced on an unknown date. At the time of this report, the issue was not resolved, patient status was ¿ alive ¿ no injury¿. There were no symptoms reported. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.